Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex videoscope had an image black out and become unusable. This issue occurred during an unspecified therapeutic procedure. There was a ten-minute delay, and the procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not reproduced. However; there was a trace of what appeared to be a-rubber that had contact with something hard and it is presumed that strong external stress was applied to the tip of the insertion section. Subsequently, the built-in image sensor cable was damaged by the stress, and as a result, the video signal transmission became unstable. However; a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by the patient.